Event description:
It was reported that the lesion was located in the proximal left anterior descending artery with no tortuosity or calcification. After a 3.5 mm non-abbott stent was implanted, post-dilatation was performed with the 5.0x12 mm voyager nc; however, during deflation, after 30 seconds, the balloon had only partially deflated, and it was difficult to retract into the guiding catheter. Eventually, with manipulation, the balloon was able to be retracted into the guiding catheter. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: runthrough, guide cath: 6f jl4, stent: nobori 3.5mm. Evaluation summary: evaluation of the returned voyager nc could not confirm the reported deflation issue as the balloon fully deflated during analysis. It is possible that the tortuous anatomy or the inflation device used during the procedure may have been faulty and contributed to the reported deflation issue; however, this can not be confirmed. Because the balloon was reportedly only partially deflating during the procedure, this led to the reported difficulty to remove. A review of the lot history record indicated all lot release testing met acceptance criteria and revealed no non-conformances. Based on the investigation, no product deficiency was identified.